Event description:
The reported issue is now resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to recharge his ipg and last had stimulation approximately 2 months ago. Consequently, the patient underwent surgical intervention where in the ipg was explanted and replaced with a different model. Effective therapy resumed following the procedure.